Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recw1561 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (recw1561) have been reported from the same facility in (B)(6).

Event description:
It was reported that before the package was opened, many black particles could be visible inside the package. It was stated this occurred with three devices. This report addresses the third device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of dark particles within a kit is confirmed; however, the exact cause is unknown. Three 4.5 fr x 5 cm microez microintroducer kits were returned for evaluation. An initial visual observation showed each kit was returned sealed. A dark reddish-brown residue was observed within each kit and on the components within the kits, particularly on the blades of the scalpels and around the distal ends of the needles. While a dark reddish-brown residue was observed in the returned kits, it is unknown how this residue accumulated on the returned samples. Possible contributing factors include oxidation due to moisture contacting the kit components during transit or storage. Relevant manufacturing records were reviewed, and no evidence of manufacturing-related deviations or issues related to this product failure were found. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that before the package was opened, many black particles could be visible inside the package. It was stated this occurred with three devices. This report addresses the third device.